Manufacturer narrative:
The pod was received with the cannula assembly fully deployed. The soft cannula was measured to be below specification, measuring approximately 0.649 in. In length with signs of damage. It could not be determined when this damage occurred. The download data from the pod shows no timeouts or drive stalls, indicating that there were no signs of struggle to deliver insulin. No other damages or manufacturing deficiencies that would result in a failure to deliver insulin were observed. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to over 400 mg/dl while wearing the pod for 30 hours on the infusion site (arm). As treatment, two corrections and an insulin shot were administered.